Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.4; lab: 2.6. Date: same day; inratio: 1.9; lab: 2.6. Date: 3 weeks later; inratio: 1.6; lab: 3.0. Date: 11 days later; inratio: 2.2; lab: 6.6. This case qualifies as an adverse event: medical intervention was performed on the patient, but the caller does not remember what intervention was done.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first 3 data sets, both inratio and lab values are within the confidence limits for inr testing. For the 4th data set, both inratio and lab value are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.